Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to a charge time 25.1 seconds. It was suspected that this device did not meet its expected longevity due to an increased charge time. The charge time was 14.8 seconds on august 25, 2006. No adverse patient effects were reported. A new ICD was implanted without complication.